Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in event description summary section.

Event description:
Case severity changed from serious injury to malfunction. It was also reported that the bottom of insulin pump looked burned near the battery compartment and there was scratches on the screen which impaired view of the screen. Insulin pump rejected new batteries and it rewind slower than past. It was also reported that insulin pump locked up and became unresponsive and it did not rewind in the past.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their son was hospitalized due to high blood glucose on (B)(6) 2019. Customer also stated that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the pump had locked and the buttons become unresponsive. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. The test battery was removed and reinserted with no failed battery test alarm noted, all buttons functions properly. No lock device anomaly or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. No burnt case noted. Device had a stained end cap sticker. Device also had minor scratched display window, cracked battery tube threads, cracked belt clip slot and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).